Manufacturer narrative:
Additional information: h6: type of investigation. Correction: h6: investigation findings. Correction: h6: investigation conclusions. Additional information/correction h11: a review of the event history log showed no abnormalities. The reported condition was not verified as the device delivered within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "under-infusion" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40ml/hr at a volume to be infused of 40ml for a one hour run time. The delivered amount was 40.433 and the error percentage was at 1.0825%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. The m2 and m3 springs required to be replaced to ensure continued accurate delivery rates. Should additional relevant information become available, a supplemental report will be submitted.